Manufacturer narrative:
Final device analysis reveals no anomaly found - normal device function.

Event description:
The hcp reported that the pt expired. Cause of death was not provided at the time of this report. The pump contained baclofen and morphine. A follow-up report will be sent if additional info becomes available to us.